Manufacturer narrative:
The customer support engineer (cse) replaced the flex display cable. The device passed all tests and calibrations per manufacturing specifications.

Event description:
A report was received from the USA indicating the 840 ventilator had a dark upper display. There was no patient involvement reported. The date of event not reported.